Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the anchor detached from the involved angio-seal device. The following information was provided by the user facility: during deployment, after the anchor was set, the device pulled directly out of the body during the pull back and the anchor was no longer attached; resistance was felt that indicated that the anchor was set; all bio-absorbable components were in-tact except the anchor which was left in the patient; the patient was fine, no injury; distal pulses and distal wave forms were checked with duplex ultrasound; a very small amount of blood was lost, estimated to be around 10 cc's; and hemostasis was achieved through manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the evaluation results. One used angio-seal evolution device was received for product analysis. No accessory components were returned with the hemostatic sheath and angio=seal evolution device body. The returned device was subjected visual analysis. There was blood like substance on the main body of the evolution device, hemostatic sheath, collagen, and tamper tube. The tamper tube was completely exposed from the hemostatic sheath. The deployment sleeve was in the rear lock position. The collagen was completely exposed from the tamper tube and appeared to have been tamped. The collagen was then inspected under microscopy for the presence of the anchor. The anchor could not be visualized. It was noted that there was strand of the knot loose. The end of the strand appeared to have been frayed. The collagen also did not appear to be in the v-twisted folded configuration but instead in a twisted clump that did not resemble any of the compacted configurations expected. The largest pathway across the tamped collagen was measured to be 0.2048". Product specifications indicate that the footprint of the collagen needs to be statistically equivalent or better than the current vip design which is at least the larger than that of the minimum sts plus. The collagen appeared to be over tamped as indicated by the diameter of the collagen being smaller than collagen tamped in an ideal setting and the complete presence of the tamping tube outside of the hemostatic sheath indicates that the collagen was likely over tamped and resulted in anchor detachment. Over tamping, the collagen can lead to suture breaks, anchor deformation, or collagen tearing. Based on the information within the complaint it appears as though user error led to the anchor detachment as the IFU clearly indicates the risks of over tamping the collagen. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results and to provide the device return date, the date was inadvertently left blank on follow up no. 1. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.